Manufacturer narrative:
The reason for this revision surgery was the patient's hip dislocated. The previous surgery and the revision detailed in this investigation occurred over 1 year and 7 months apart. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR) shows that the reported components used in the previous surgery met design and manufacturing requirements. There were no non-conforming material reports (ncmrs) associated with the product that may have contributed to a dislocation. The device and its applicable concomitant devices were within their respective expiration date at the time of use during the previous surgery. Customer complaint history of the reported device (s) showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to dislocation. This complaint is deemed as non-product related. There are multiple factors that may contribute to the dislocation that are outside the control of djo surgical are loose joint from inadequate soft tissue, excessive range of motion or trauma. No additional information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved that may have contributed to the dislocation and hence a definitive root cause cannot be determined. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient's hip dislocating.